Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Physician reporting, capsular contracture, baker grade iii. This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Continued e1 phone number :(B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Physician reporting capsular contracture baker grade iii. This relates to the left device. Device has been explanted and replaced.